Manufacturer narrative:
H6: investigation summary: one used and one unused mz9277 set were received and tested by our quality team. The sets were visually inspected and tested by infusing saline solution through for a period of time. No abnormalities were noticed. The issue with max zeros and 3 ml syringes has been escalated and treated with great urgency. In a parallel investigation, there were also 10 mz1000-07 ordered and tested with all syringes - 10 unused and 2 returned. Every one of these combinations leaked. The investigation found that the syringes were the culprit, rather than the mz, as the mz would not leak with other syringes. There were several samples sent for cae (computer aided engineering) analyses investigation in durham, nc. The CT scans conducted there found a leak path within the 3 ml syringe/mz connection, caused by an abnormal bump in the syringe luer wall. Functional testing and advanced scanning shows there are no anomalies or problem with the mz returned or ordered. The testing did find a molding anomaly with the 3 ml syringes, both returned and ordered, and the plant is conducting a further investigation. The samples tested here in vernon hills are being sent to the manufacturing location for further investigation. The manufacturing location will be taking ownership of the issue and determining if a project will need to be initiated. A device history record review for model mz9277 lot number 21025647 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported when using the bd maxzero¿ extension sets, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: we encountered a leak while using bd 3 ml luer lock syringe (ref (B)(4)) when attached to the bd maxzero microbore extension set tubing (ref mz9277). Ceftazidime was infusing in a patient over 30 minutes and at the end of infusion, fluid was noted on the syringe, tubing, and IV syringe pump. Patient was not harmed. However patient was being treated for blood culture positive bacteremia and we believe the entire dose of antibiotic was not administered to the patient due to the leak.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd maxzero¿ extension sets, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: we encountered a leak while using bd 3 ml luer lock syringe (ref 309657) when attached to the bd maxzero microbore extension set tubing (ref mz9277). Ceftazidime was infusing in a patient over 30 minutes and at the end of infusion, fluid was noted on the syringe, tubing, and IV syringe pump. Patient was not harmed. However patient was being treated for blood culture positive bacteremia and we believe the entire dose of antibiotic was not administered to the patient due to the leak.